Event description:
Three resolute integrity drug eluting stents were implanted in the patient following a myocardial infarction. Four additional resolute integrity drug eluting stents were implanted the following day. Approximately one week later, the patient died due to a worsening of the patient's general condition. Patient had also suffered chronic renal failure and cardiogenic shock with recurrent ventricular tachycardia in the week prior to death.

Manufacturer narrative:
Evaluation results: inherent risk of procedure - (death). Evaluation conclusions: inherent risk of procedure - (death). (B)(4).